Manufacturer narrative:
Device evaluated by MFR: a device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported while using bd micro-fine¿+ pen needles 32g x 4mm (14 count) the medication could not be delivered. There was no report of patient impact. The following information was provided by the initial reporter: the air was discharged before the pen needle was used, but the liquid medicine could not be discharged.

Manufacturer narrative:
H6: investigation summary: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. DHR was reviewed and there were not any qns or other events that could be related to this complaint. Pen needle product has 100% clog test in flowguru station, and defect part will be rejected by flowguru station automatically. Onducted on 7pcs retention samples and all no needle clog fail found. Base on investigation above, the certain cause cannot be concluded at the moment. H3 other text: see h10.

Event description:
It was reported while using bd micro-fine¿+ pen needles 32g x 4mm (14 count) the medication could not be delivered. There was no report of patient impact. The following information was provided by the initial reporter: the air was discharged before the pen needle was used, but the liquid medicine could not be discharged.